Manufacturer narrative:
Alarm 19 was verified. Battery issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the pump battery was depleting quickly. Customer loaded a new cartridge to resolve the issue and insulin delivery was resumed. Customer¿s blood glucose level was 150-200 mg/dl.